Event description:
A hospital in (B)(6) reported via a distributor that the connection ports of two mr290v vented autofeed humidification chambers were found cracked. This was observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chambers have not been returned to fisher & paykel healthcare (B)(4) for inspection. Our analysis is based on the information provided by the hospital. Results: the nurse from the hospital reported that the leak observed was due to the "hairline crack" in the water feedset tube next to the waterbag spike. It was further reported that the water feedset tube "was under tension because no feed set extension was used and this resulted in the crack." A lot check was not performed as no lot information had been provided. Conclusion: without the return of the complaint device, we are unable to determine the possible root cause of the reported fault. All chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).